Event description:
A company representative was attending a surgery at (B)(6) hospital and observed the events described here. During the implantation of the dualx device the surgeon noticed that the trial was very tight in the excised disc space and that the use of the trial indicated that the chosen implant height would be very difficult to implant. The innovasive representative in the room recommended using a smaller height implant, corresponding to a smaller size trial. A smaller implant was not selected, and it was noted that the expansion of the device was also extremely difficult. In order to overcome this difficulty, the surgeon chose to use an instrument outside of the dualx system to create additional leverage on the inserter handle to expand the device. The inserter is not designed to be used in this manner. The innovasive representative advised against the use of an outside instrument to apply force to the implant and the inserter. Upon full expansion, fluoroscopy showed that the endplate of the superior vertebral body was fractured during the expansion of the implant. The surgeon determined that leaving the implant in place was the best course of action since the implant provided support in the areas where the endplate was not fractured, including the outer rim of the vertebral body where the bone is the strongest. Posterior pedicle screws and rods were placed as originally planned. Neither the dualx device nor the instrumentation were compromised or damaged and the resultant fracture was assumed to be associated with the excessive force applied from the use of the outside instrumentation. It is therefore concluded that no further investigation is required and the matter is considered closed.